Manufacturer narrative:
Additional information was added to d4, h3 and h6. D4: the affected lot # and unique identifier (UDI) # is lot # r20f26032 and UDI# (01)00085412475400, previously submitted as "asku". H4: the lot was manufactured from june 30, 2020 - july 02, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed via the provided photograph and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported unspecified quantity of one-link non-dehp standard bore catheter extension sets would not disconnect. The event was further described as "the one-link will not twist off from the extension tubing". This was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.